Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign : canada. The investigation is complete. This is an initial final report submission. Review of the most recent repair record determined the comb was damaged. The comb was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to a design issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that at the start of meshing the graft, the carrier was not grabbed by the mesher but was able to be grabbed by the alternate device used in the surgery. There was no harm or delay reported. An additional skin graft was not required from the patient. Diligence is complete. No additional information is available. At investigation it was indicated that the comb of the mesher was damaged. No adverse events were reported as a result of this malfunction.